Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ti85l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi observed deformation of the headcap. There was also dent in the deformed portion. Due to the deformation, the push button was depressed into the headcap without being in a normal position. Nakanishi then removed the headcap and observed the cartridge and inside the headcap. There were damages to the headcap and the cartridge caused by contact during rotation. Nakanishi set a test bur in the handpiece and rotated it by hand. (B)(6) confirmed that the bur did not rotate smoothly. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (2) 6 seconds after the start. Temperature measurements 6 seconds after the start are as follows: test point (1): 32.9 degrees c; test point (2): 101.5 degrees c; test point (3): 26.1 degrees c; test point (4): 26.2 degrees c. Nakanishi confirmed the temperature at the head of the handpiece rose suddenly after the beginning of the measurement. In fact, the rise was so sudden that the test was ended only 6 seconds into the planned 5 minute evaluation period. Nakanishi replaced the deformed headcap with a normal one, then measured the exothermic situation again. Temperature measurements 300 seconds after the start are as follows: test point (1): 38.8 degrees c; test point (2): 38.2 degrees c; test point (3): 34.4 degrees c; test point (4): 33.7 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. In addition to the deformation and contact trace of the headcap described in the "methodology used" above, nakanishi observed abrasions on the inside parts. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by rotational contact between the inside of the push button and the cartridge rotary shaft due to the handpiece being used with the headcap push button pressed. Nakanishi considers the possibility from many years of experience that the cause of the deformation of the headcap was mishandling by the user such as dropping of/strong impact on the device. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the handling instructions. Nakanishi reported the above evaluation results to (B)(4) and directed the distributor to remind the user of the importance of following the operation manual when handling.

Manufacturer narrative:
Since the information the dealer provided is limited, (B)(4) took the following actions for more information. On (B)(6) 2016, (B)(4) emailed an nsk information form to the contact person and confirmed with a follow-up phone call. On (B)(6) 2016, (B)(4) sent the dental office an email to ask the status on the information form. On (B)(6) 2016, when the dental office informed (B)(4) of the handpiece shipment to (B)(4) for evaluation, (B)(4) conducted a follow-up for the requested information. The dental office advised (B)(4) that the additional information would not be provided until the patient returns to the office for a follow-up due to difficulty of reaching the patient. So far, (B)(4) has not received the handpiece nor additional information regarding the patient.

Event description:
On (B)(6) 2016, nakanishi received an e-mail from a distributor ((B)(4)) about handpiece overheating. Details received from the dental office through the distributor are as follows. On (B)(6) 2016, (B)(4) was contacted by telephone from a (B)(6) dealer regarding the handpiece ti85 (serial no. : (B)(4)) overheating. The event occurred on (B)(6) 2016. The ti85 had burned the inside of the patient cheek due to the overheating. The patient cheek was red in color. The patient was under local anesthesia.